Event description:
It was reported "the cvc slipped out when the patient was sliding up in bed without strong tension being exerted on the cvc. The blue part with the wings was still intact and sewn onto the patient's neck." The catheter was replaced. There was no patient harm or injury. No medical intervention required. The patiet's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report the exact lot number. Complaint verification testing could not be performed as no sample was returned for analysis. Two device history record review was performed based on potential lot #'s from sales history, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(6) UDI number unavailable as complainant did not report the exact lot number.

Event description:
It was reported "the cvc slipped out when the patient was sliding up in bed without strong tension being exerted on the cvc. The blue part with the wings was still intact and sewn onto the patient's neck." The catheter was replaced. There was no patient harm or injury. No medical intervention required. The patiet's current condition is reported as "fine".